Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop event was confirmed via log file analysis. A review of the log files, extracted from hsc-127733, contained data spanning approximately 4 days ((B)(6) 2000, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 per timestamp). On (B)(6) 2023 from 23:23:34 - 23:23:37, the driveline was briefly disconnected causing the pump to stop. Once the driveline was reconnected, the pump re-started within 4 seconds to operate at a speed above the lsl. No other notable alarms were active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, it was stated that the patient denied removing the driveline a second time after the exchange. A root cause of the reported event cannot be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use , rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including pump stop and driveline disconnect alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. D, section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use, rev. C, section 2 entitled ¿system operation¿ states the 11 volt lithium-ion backup battery inside the system controller will not by itself start a heartmate 3 lvad if both of the system controller's power cables are disconnected from a power source. Always ensure that the power cables are connected to a power source to ensure that the heartmate 3 pump will restart during a system controller exchange. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline was disconnected on (B)(6) 2023 at 0115, which caused the pump to stop. The cause of this disconnect was unknown.